Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that whilst changing a normal saline .9% + sodium bicarbonate infusion bag on the third day of an ivf infusion, the user noticed a leak at the silicone tubing. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
The customer¿s report of a leak at the silicone tubing was confirmed. Pressure testing observed fluid leaking from a small split in the silicone tubing near the shoulder of the upper pumping segment component. The root cause of the failure was not identified.